Manufacturer narrative:
Block h3: the eagle eye platinum catheter was returned without the distal section and the non-philips guidewire. Visual inspection found a stretched inner member and distal shaft, resulting in broken microcables, but contained within the shaft. Additionally, it was confirmed that the separated distal section occurred post procedure. Block h6: the probable cause of the reported failure (removal as a system) is due to damage during use/handling. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks e1 & g2: country is china. Blocks h3 & h6: the eagle eye platinum catheter was not returned; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum catheter was used in a therapeutic coronary procedure in the proximal lad. While advancing the catheter over the non-philips guidewire, resistance was encountered. The catheter got stuck on the guidewire; therefore, was removed as a system. A new catheter and a guidewire were used to complete the procedure with no patient injury reported. This product problem is being submitted because the eagle eye platinum catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.